Manufacturer narrative:
The calibration was acceptable, and the quality control (qc) results were within the range. Handling of the samples is unknown as the customer is a reference laboratory that receives samples for testing. The samples are fresh from the same day of being drawn. The customer runs in random access. The customer has transitioned to cov2t reagent lot 007. A siemens field service engineer (fse) was dispatched. The fse reviewed the error log was and reagent probes lines were inspected. No anomalies found. Reagent probe puncture at cartridge flex look normal. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating. MDR 1219913-2020-00570 and MDR 1219913-2020-00571 were filed for discordant reactive results obtained for the patient samples on different days and reagent lots.

Event description:
The customer obtained reactive (positive) atellica im sars-cov-2 total (cov2t) results for samples from seven patients. The reactive (positive) results were considered discordant with the nonreactive (negative) results obtained when testing more than one replicate of the sample for each patient. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00569 on november 24, 2020. November 30, 2020 additional information: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The atellica im sars-cov-2 total (cov2t) lot 005 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. MDR 1219913-2020-00569 supplemental report 1, MDR 1219913-2020-00570 supplemental report 1 and MDR 1219913-2020-00571 supplemental report 1 were filed for discordant reactive results obtained for the patient samples on different days and reagent lots.